Manufacturer narrative:
The complaint is not confirmed. Two unpackaged ar-1923ps pushlocks (no batch indicators present) were received for investigation. It was identified that neither of the two pushlock eyelets were returned with the assemblies for analysis. Both peek anchors were present along the inserters, however, and no breakage was present across either peek anchor.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a pushlock shoulder instability labrum repair the tip of two anchor broke off. The surgeon retrieved the parts out of the patient and finished the surgery successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.